Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an elevated blood glucose. No value was given; however, the customer mentioned that assistance was needed to address the issue. Multiple follow-up attempts were made by tandem technical support; however, customer did not respond. No additional information was known or reported.